Event description:
The camera pole came off the cart and hit a technician. We have attempted to contact the technician, however, we have been unable to get additional information regarding the incident. We were informed there was no serious injury.